Event description:
(B)(4) - an end user reported an issue with two peel-away sheaths that came from 8f low profile bioflo vortex port kits. During a procedure, the first sheath broke in the physician's hand; therefore, another one was pulled and it broke when the physician was attempting to pry it apart after it had been placed, using hemostats. The peel away portion is outside the patient body, therefore it was being peeled externally. Nothing broke off inside the patient. It was reported that the procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. This complaint is for (B)(4).